Event description:
According to the customer, the pregnancy test produced a false negative that was confirmed with bloodwork.

Manufacturer narrative:
According to the customer, the pregnancy test produced a false negative that was confirmed with bloodwork. The customer did not report any patient impact related to the reported incident. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The customer did not report any serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to d1: brand name. Update to g4: 510(k).